Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000487 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which has a brim cap separation that occurred. It was initially reported by the customer that when a catheter was inserted into the vizigo short, the hemostatic valve of the vizigo short was damaged. Replacing the vizigo short with a new one resolved the issue. There were no further problems afterward. The procedure was completed without patient's consequence. The sheath was being used on the patient at the time of incident but no air entered the patient¿s body and no blood return was observed. The customer's reported hemostatic valve damage is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 22-may-2025, additional information was received indicating the brim cap and hemostatic valve had total separated out of the hub. Based on this new information, the event was assessed an MDR reportable malfunction.